Event description:
One day after an atypical atrial flutter ablation and pulmonary vein isolation procedure, the patient experienced an ischemic stroke and was admitted to the stroke unit, where CT imaging was performed and thrombolytic therapy was administered.during the procedure, a double transseptal puncture was performed, and a mapping catheter and tactiflex duo catheter were advanced into the left atrium. The tactiflex duo catheter was connected to the cool point pump but was not flushed during catheter preparation. After approximately 10 minutes of mapping, pulsed field ablation (pfa) was attempted but was unsuccessful due to the pump flow being set to 2 ml/min. The catheter was then removed, flushed, reinserted, and the procedure was completed. The total procedure time was approximately 2 hours and 30 minutes with multiple catheter exchanges. Act was maintained >300 seconds with heparin and monitored every 10¿20 minutes. No thrombus was reported. The patient coughed several times during pfa. No tee or ice was used. Post-procedure, the patient appeared tired and slow, which the physician attributed to propofol. The patient had no prior history of cerebrovascular accidents and was on anticoagulation prior to the procedure; no post-procedural anticoagulation bridging was performed. The following day, the patient developed a stroke and subsequently presented with left-sided hemiparesis but was clinically stable. The physician alleged the event was related to the procedure in general.